Event description:
Patient dropped pump in water and needs replacement. Patient provided serial number (B)(4) and pump due for maintenance this month. Per patient fault occurred while in use and did not cause any clinical injury. Device being returned. Transferred to hyder h, to send new device and coordinate retrieval of malfunctioning device. Reason for use: primary pulmonary hypertension.